Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The reported sensation of pain were likely a consequence of electrical stimulation in the middle ear as the device explant report form states all electrodes to be outside of cochlea. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient reported a decrease in hearing performance with the device. The user has been explanted but no new device could be implanted due to ossification.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported decreasing performance with the device beginning in (B)(6) 2018. Reimplantation is considered.

Manufacturer narrative:
Based on the received information from the field, a damage to the active electrode likely caused by device minute is suspected. Furthermore a migration of the active electrode out of cochlea is suspected based on the received in situ measurements. The reported pain seems to be caused by electrical stimulation in the middle ear. Re-implantation is considered but no date has been provided yet.

Event description:
The recipient reported a decrease in hearing performance with the device. Reimplantation is considered but not yet scheduled.